Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following deployment of this transcatheter bioprosthetic valve into a severely calcified native valve, the valve was under-expanded and had migrated on the non-coronary cusp (ncc) side towards the sinus of valsalva (sov) by approximately 10 millimeters (mm). Severe paravalvular leak (pvl) was reported. A post balloon aortic valvuloplasty (bav) was attempted using two balloon sizes. Following the first bav attempt, the left coronary cusp (lcc) side had shortened. Following two bav attempts, there was no improvement in the pvl. A second non-medtronic transcatheter valve was successfully implanted. No pvl remained after the second valve was implanted. No additional adverse patient effects were reported.